Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead was noted to have been explanted due to unknown product anomaly. No additional adverse patient effects were reported. No additional information was provided at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.